Manufacturer narrative:
This report is being submitted late as it has been identified in remediation. Smeekes, c., ongkiehong, b., wal, b. V., wolterbeek, r., henseler, j., & nelissen, r. (2014, december 05). Large fixed-size metal-on-metal total hip arthroplasty: higher serum metal ion levels in patients with pain. International orthopaedics (sicot), doi 10.1007/s00264-014-2605-6, received: 13 august 2014/accepted: 12 november 2014. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the package insert. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a smeekes journal article titled, "large fixed-size metal-on-metal total hip arthroplasty. This complaint is reporting the one (1) patient underwent revision at another institution for pain, elevated levels of cobalt and chromium, and a pseudotumor. There has no further information provided and the patient outcome is unknown.